Manufacturer narrative:
Device evaluation. Thrombus was confirmed through the evaluation of the returned device. Examination of the rotor upon disassembly revealed a thrombus formation surrounding its bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while pump was supporting the patient. Although a specific cause for the development of the observed deposition could not conclusively be determined, it could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level and hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted for hemolysis with elevated lactate dehydrogenase (ldh) levels. The patient was then readmitted on (B)(6) 2015 for elevated ldh, one low flow alarm, and for being in acute heart failure. The patient's inr was 2.5. The inr goal was 2-3, and the patient was rarely below the target range. The patient was treated with a high dose heparin drip and IV flolan. On (B)(6) 2016, the patient's pump was exchanged due to suspected thrombus.